Manufacturer narrative:
Added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 3 years post the index procedure, stent graft migration was observed. It is reported an unknown intervention was completed and the event is resolved. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intervention was performed on an unknown date with extension of the left limb and internal iliac artery embolization.